Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Upon review of the sample, it was observed that the lariat tubing had become disconnected from the fork connector of the cannula. The tubing did not appear to have broken off, but likely pulled out of the connector. The device history record information for this product is not able to be reviewed because no lot number was provided by the customer. The defect may have been caused by adhesive issues between the lariat tubing and the fork connector, but that cannot be verified at this time. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint from (B)(6) alleges the tube was detached from the connector. Alleged defect was reported as detected during use. It was reported that there was no necessary medical intervention. A new device was obtained. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint from (B)(6) alleges the tube was detached from the connector. Alleged defect was reported as detected during use. It was reported that there was no necessary medical intervention. A new device was obtained. Patient condition reported as "fine".